Manufacturer narrative:
The reported field event of an inability to communicate was confirmed in the laboratory. Upon receipt, no communication could be established between the device and the programmer due to low battery voltage. Based on device default settings, a longevity calculation was performed and found to be below the expected limits. The device was tested on the bench and no anomalies were detected. The original battery was sent to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that the device was unable to communicate with (B)(6). The patient noted to be symptomatic with slow heart rate and lethargic. When patient presented to the clinic, the device could not be interrogated and failure to pace. Premature battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.